Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). (B)(4) was used for the verbatim "intrathecal fat." If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen via an implantable infusion pump for intractable spasticity. When asked about the concentration/dosage, the patient reported "roughly 81 mg," and stated that it was set at 75 when the patient came out of the hospital. It was reported that the patient had two 5% increases, and the patient noted that they were still trying to find the "sweet spot" for the dose. The patient was having issues with spasticity coming back, which began in the week or two prior to (B)(6) 2018. The patient reported having an MRI due to the device or therapy. The patient inquired when the pump would turn back on after the MRI and how to confirm that the pump had resumed normal function. The patient reported that he was trying to decipher how much of his issue of spasticity coming back was pump related or multiple sclerosis (ms) related. They were still "tweaking the pump" and finding the right dosage for the patient. No further complications were reported. Additional information was received from a consumer and healthcare provider (hcp) via a device manufacturer representative. It was reported that thoracic and brain MRI imaging showed new intrathecal fat that was not there before, which was first seen on (B)(6) 2018. The patient noted that the catheter location was closer to the thoracic area. The patient was having "major physical issues" and his walking was described as horrendous. The patient had difficulties walking. The patient can get up and move, but after about three minutes or so, he cannot stand. The patient gave an example of browning meat in a pan and said he cannot stand there that long anymore. The patient's difficulties with walking started on an unknown date in 2018, several weeks or months prior to (B)(6) 2018. The patient reported that his MRI was "unrelated." The patient was not sure which symptoms were related to his multiple sclerosis or the pump. No further complications were reported. Additional information was received from a healthcare provider (hcp). It was reported that the cause of the intrathecal fat had not been determined at the time of the report. No actions or interventions had been taken to resolve the intrathecal fat at the time of the report. The presence of the intrathecal fat had not resolved at the time of the report. The cause of the patient's difficulties standing and walking had not been determined at the time of the report. It was reported that the catheter tip was at the sixth thoracic vertebra, but it was not specified if the catheter location was a device issue or allegation. The devices were still implanted and functioning at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The patient was having some issues and they were not sure if it was related to the pump. The patient has multiple sclerosis, thyroid issues, and a baclofen pump. The patient was having walking issues and was not sure what was causing it. When the patient was on his feet trying to stand and do dishes, his legs would start to not want to support him. It was noted that for the first couple weeks he had the pump it was great and then they discovered he had thyroid problems. The change in therapy/symptoms occurred gradually. The walking issues was noted as having occurred probably well over a year ago in 2018. The date (B)(6) 2019 is considered an approximate date of event (year known only). The pump was currently administering baclofen. The reporter didn't know the dose / concentration and indicated 81 mcg give or take. The patient was questioning about going to a chiropractor.